Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Information added to the field: h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the investigation, confirmed foreign material, but the type of the material or root cause cannot be identified. The event can be detected and prevented in accordance with the following IFU. IFU states that detection method in gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection. IFU states that preventive measure in gif/cf/pcf-290 series reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories). Three attempts were made to obtain additional information regarding the reported event, but no response was received from the customer. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the videoscope exhibited foreign material in the nozzle. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found due to a pinhole on channel tube, water tightness was lost. Due to wea of angle wire, the play of up/down knob was out of the standard value. The adhesive on bending section cover had a crack. The adhesive on bending section cover had a white clouded area. Due to clogging of the nozzle, water removal ability did not meet the standard value. The adhesives around objective lens had white clouded area. The adhesives around light guide lens had white clouded area. The plastic distal end cover had a burn. The connecting tube had a scratch. The objective lens had a scratch. The suction connector had discoloration. Protector of universal cord on suction connector side had a scratch. Protector of universal cord on control section side had a scratch. The universal cord had a scratch. The image guide protector had a scratch. Switch 1 had a scratch. Switch 4 had wear. Paint on suction cylinder was peeled. Suction cylinder was shaved. The paint on air/water cylinder was peeled. The control unit had discoloration. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.